Manufacturer narrative:
B5: additional information is received. E: first name and last name are updated. E2, e3: occupation updated h6: fdc d20 belongs to serial number: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that a second machine was used to complete the procedure and a waveform displayed when stimulating the nerve.

Manufacturer narrative:
Product analysis for product ID: nim4cpb1, serial number: (B)(6) is: analysis could not duplicate the reported event. There was no fault found with the device. The previously update codes fdr: c20 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that verified no nerve reaction. Unit presented with software 1.7.5 and power management failure. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02030 codes no longer applicable. For product ID: nim4cpb1 serial/lot #: (B)(6). H3: analysis verified no nerve reaction. Unit presented with sw 1.7.5. Battery failure, missing outer shroud, broken connector pins on afe pcba board and broken cable connector on main pcba board. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op there was delayed nerve confirmation, nerve was visible but no audio. There was no patient impa CT.